Event description:
In 2000: a diabetic under continuous therapy informed another MFR that the tubing was separated from the connector that twists into the cartridge. One used sample was returned for analysis. The sample was without luer when returned to maersk medical a/s.